Event description:
The customer reported that the above display holder sheared whilst in use.

Manufacturer narrative:
Other holders at the hospital site were preventively exchanged. Only one similar case is known globally. Arms were requested for investigation. Results will follow.